Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise on the right ventricular (rv) channel. The right ventricular (rv) lead was thoroughly checked and was not able to reproduce the noise issue. The health care professional (hcp) will closely continue monitoring the patient via latitude. No additional adverse patient effects were reported. The crt-d and rv lead remains in service.